Manufacturer narrative:
Unit had minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, missing o-ring(reservoir tube), cracked reservoir tube window and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the battery compartment is being held with duct tape due to the battery compartment was disintegrating. Customer stated that the damage was due to normal wear and tear. Customer also mentioned belt clip damage. The customer was advised customer to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and not expected to return for analysis.